Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify the how the device was disassembled? Did the jaws eventually open to release the tissue? It was reported that ¿during the gastric sleeve procedure they needed to use 10 echelon refills to separate the affected tissue.¿ also, ¿performed two additional shots to separate extra-hinged tissue.¿ what was meant by ¿extra-hinged tissue¿? Was there any procedure change or patient consequence as a result of removing the affected tissue? Please explain. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? What is the current status of the patient?

Event description:
The jaw of the echelon was locked. The surgical team tried to open it through the opening mechanism; however, it was necessary to disassemble the device in order to release the tissue. Due to the incident, during the gastric sleeve procedure they needed to use 10 echelon refills to separate the affected tissue. Performed two additional shots to separate extra-hinged tissue procedure: gastric sleeve.

Manufacturer narrative:
(B)(4). Batch # n55n7y. Device evaluation: the analysis found that one long60a device was returned completely disassembled with the anvil bent upwards and with an ecr60g cartridge reload loaded on the device. The cartridge reload was received partially fired 1/2. Upon evaluation, the reload was noted to have the deck and drivers damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. If enough force is applied to the firing trigger the one piece sled can break through the cartridge reload wall allowing the firing to continue. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. No functional testing could be performed due to the returned condition of the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.